Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin was squirting during prime process. Customer's blood glucose level was unknown at the time of the incident. The customer was not assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but prime/fill anomaly during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime/fill anomaly.